Event description:
In 2006, this patient was treated for a thoracic aortic aneurysm with gore tag thoracic endoprostheses. In 2008, a reintervention occurred whereby an additional gore tag thoracic endoprosthesis was implanted. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.